Event description:
Voluntary medwatch received states the right atrial lead exhibited oversensing noise. Technical services reviewed available data and myopotentials were observed and impedance was fluctuated. The lead remains in service.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156787